Event description:
The customer reports: there is a leaking issue between luer-lock connection (brown head) and catheter.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The sample contained obvious signs of use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the distal extension line contained a large hole directly adjacent to the luer hub. The catheter body appeared intentionally cut. The total length of the catheter body measured to be 207 mm which indicates at least 103 mm were trimmed and not returned per product drawing. The inner diameter of the distal lumen measured to be 1.49 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the returned distal lumen measured to be 2.13 mm which is within specifications of 2.13-2.21 mm per product drawing. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer hub of the extension line. No leaks were detected in the other lines. A manual tug test confirmed all three luers were fully secured to their respective extension lines. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a small hole adjacent to the luer. A device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: there is a leaking issue between luer-lock connection (brown head) and catheter.